Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 6 had failed multiple times. A field service engineer replaced the pyxi bus controller boards for full height. Upon checking, it was found that the sensor had come out of track and was not aligned with the inseparable and magnet, so it was reinstalled and tightened. On hardware teat application, all cubies were popped, and the cubie trays were cleaned from medication foils and hair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failed drawer. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.